Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch penlet plus has a cracked/broken case. This complaint is being classified according to the documentation of the customer care advocate. A no response letter has been sent to the pt. The "casing is cracked/broken" issue began three days prior. It is not known if pt was able to obtain her/his blood glucose reading. The next day, approximately 15 hours after the onset of the reported issue, the pt developed symptoms described as "tingling in toes, and thirsty". The pt reportedly took less food/beverage and did not receive any medical intervention at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed that he/she had symptoms that can be suggestive of hyperglycemia after the "crack/broken" case issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.